Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure the physician decided that the lead was too short for the patient. The lead was not implanted and a different lead was successfully implanted. No patient complications have been reported as a result of this event.